Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Assistant director of research center contacted dexcom on 04/27/2016 to report that a trial patient experienced a skin reaction on (B)(6) 2015. The sensor was inserted into the arm. The patient had dermatitis around the area of his current sensor pod, located on the left posterior arm. The patient was evaluated by his primary care physician on (B)(6) 2015 and was placed on anti-biotic therapy to rule out infection. On (B)(6) 2015 evaluation by sub-investigator determined there was an allergic reaction the size of the sensor pod and characterized by erythema with moderate, intermittent pruritus. No swelling was observed. The patient switched sensor locations and the reaction appeared to be receding. No additional event or patient information was provided. The sensor was inserted into the arm. Labeling indicates that insertion is not approved in sites other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years).